Manufacturer narrative:
The results of this investigation are inconclusive because the ado and 6f amplatzer delivery system were not returned for analysis; however, review of the device history record confirmed the ado met manufacturing requirements prior to shipment. (The delivery system's lot number was discarded, therefore, its device history record could not be reviewed.) The cause of the reported event remains unknown. User facility/importer number: (B)(4).

Event description:
An 8/6mm amplatzer duct occluder (ado) was deployed into the patent ductus arteriosis (pda); however, the device position was unsatisfactory and the retention skirt appeared too wide but the ado could not be retracted into a 6f amplatzer torqvue 180 delivery system sheath to reposition and reshape it. Instead, the retention skirt was pushed against the posterior wall of the aortic arch to flatten the device which was redeployed into the pda. After verifying position on angiography, the ado was released but changed position within the pda resulting in a residual shunt. After continuing to monitor the patient's status, the aortic arch was distorted by the retention skirt and the decision was made to remove the device. The ado was explanted the same day and the pda was ligated. The patient was clinically stable throughout the procedure.